Manufacturer narrative:
Evaluation of the returned smart coil pusher assembly confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pusher assembly was damaged on its proximal end and the pull wire was retracted out of the pusher assembly. This damage was likely a result of the detachment attempts made during the procedure. Based on the returned condition, the root cause of the reported complaint could not be determined. Evaluation of the returned handle revealed an undamaged, functional device. The handle was tested on a test fixture and performed within specification. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, three smart coils were implanted into the target location and detached using the handle. While attempting to implant the fourth smart coil, it would not detach. The physician attempted to manually detach the coil without success. Upon withdrawal of the pusher assembly, the physician noticed that the smart coil had detached inside the microcatheter. Therefore, the pusher wire was used to push the smart coil into the target location. The procedure was completed using four other coils and the same microcatheter. There was no report of an adverse effect to the patient.